Manufacturer narrative:
Device code 2944 captures the reportable event of foreign matter inside the cup. Visual examination found the returned device does not have any visible failure. It was inspected and all the components are present and are in correct position. No foreign matter was present. After analysis it was determined that the device did not present any visual issue. Returned device review includes a visual evaluation, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation conclusion code for this complaint is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used during a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when opening the cups inside the patient, an object that looks like a loose thread was found attached. The procedure was completed with this device. No foreign object was detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used during a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when opening the cups inside the patient, an object that looks like a loose thread was found attached. The procedure was completed with this device. No foreign object was detached inside the patient. There were no patient complications reported as a result of this event.